Manufacturer narrative:
Implant and explant dates: if explanted, give date: not applicable no patient involvement reported. Initial reporter phone number: (B)(6). Device evaluation: the preloaded delivery system (model pcb00) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residue of viscoelastic solution on the cartridge, indicating that the unit was handled and prepare for surgical use. No assembly errors and/or defects were observed in the preloaded delivery system related to manufacturing process. A dent/distortion was observed at the cartridge tip area. The intraocular lens (iol) was observed stuck in the cartridge. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (customer's) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge tip of a preloaded delivery system (model pcb00) was faulty/damaged. No patient involvement or injury was reported. Reportedly, the pcb00 was replaced and no damage occurred to the patient. Additional information was received and it was learnt that the cartridge tip was noticed distorted as soon as the doctor put the device under the microscope. No further information was provided.